Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 322-326 mg/dl. System check with tandem technical support (cts) could not identify a source of the blockage. Reportedly, the customer had used the cartridge for 4 days at the time of event. Cts educated the customer on insulin labeling. Customer acknowledged. Reportedly, the customer completed a supply change and resumed insulin delivery.